Manufacturer narrative:
The reported event of frequent occlusion alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
A general report was made that peristaltic pulse from the dialysis machine causes pressure spikes, and nurses are complaining about frequent occlusions alarms from the pcu. The device is already set to the highest occlusion pressure it will allow. The customer would like to know if there's anyway the occlusion pressure setting on the device can go higher than 525mmhg for use during dialysis. The customer was told a filter during these infusions could possibly act as a buffer against the peristaltic dialysis pulses, but it's unknown if the department has attempted this yet. The department in which this was occurring was administering drugs as secondary infusion y-ed into the primary infusion, which was a 2000ml bag of saline. The department stopped the alarming issue by forgoing the 2000ml bags of saline and administering drugs as the primary infusion. There was no patient harm.